Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. The diameter of aortic neck at the renal artery was 20mm, and the length of the proximal aortic neck was 9 mm. Vessel tortuosity was mild, and vessel calcification was moderate. It was reported that the bifurcated stent graft was deployed several mms lower than intended for an unknown reason. A proximal type I endoleak was noted and required an endurant aortic cuff to be implanted. No clinical sequelae were reported and the patient is fine. Review of returned films pre-implant revealed that the proximal neck was approximately 18mm in diameter x 1cm long. The neck was angulated 50deg l-r. The maximum diameter aaa was 5cm and was filled with thrombus (2cm flow lumen). The distal aortic diameter was 22mm. Images during implant were not provided. The cause of the low deployment within the short neck, leading to the proximal type I endoleak could not be determined. The angulated neck may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (short angulated aortic neck); unapproved use of device (aortic neck length less than 10mm). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (short angulated aortic neck); off ¿ label, unapproved or contraindicated use (aortic neck length less than 10mm). (B)(4).